Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of a different model. The reason for the replacement was reported as endocarditis infection possibly due to clostridioses difficile. During explant, it was discovered that there was a thrombus on the valve. It was further reported that endocarditis has not been confirmed as no organisms have been cultured, and the physician believes this is due to antibiotic treatments prior to surgery. It was reported that the source of the infection is believed to be due to a recent dental procedure and is not related to the device. No additional adverse patient effects were reported.